Manufacturer narrative:
The customer's meter was received for investigation. The meter¿s circuit board and battery compartment was tested for damage or contamination and it was found the circuit board and battery contacts were contaminated. The root cause is determined to be contamination of the contacts due to improper handling or maintenance by the customer. Medwatch fields d9 and h3 were updated.

Manufacturer narrative:
Occupation is lay user/patient. The customer¿s meter was requested for return. The product has not been received at this time and is not expected to be returned. If the product is returned in the future, a follow-up report will be submitted. The investigation is ongoing.

Event description:
There was an allegation of a display issue with a coaguchek xs meter. The patient stated she replaced the batteries in the meter but the meter would not power on. The patient was able to get the meter to power on and she performed a display check. The test strip across the bottom of the display "slightly lit up and then faded out." Once the meter's button was released, she saw the word "error" on the display. The patient replaced the meter's batteries with alkaline batteries. The patient turned on the meter and the segments on the display were "splotchy." The patient held down the "I" button, and the patient was unable to see the three 8's clearly in the middle.